Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary a device history record review was performed for provided lot number 9155790. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two physical representative samples and picture samples showing the product label content were received by our quality team. Through examination of the physical representative samples and picture samples, no defect or damage was found. The cause for the defect was not able to be determined. During usage, it is important to verify the connection is secure as well as to verify if there is any damage to the device prior to usage. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that 2 connecta plus3 white had a loose stopcock connection. The following information was provided by the initial reporter: "syringes bounced back and slip out from connecta 2 incidents were found in picu and nicu that syringes bounced back and slip out from connecta which never happen before".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 connecta plus3 white had a loose stopcock connection. The following information was provided by the initial reporter: "syringes bounced back and slip out from connecta. 2 incidents were found in picu and nicu that syringes bounced back and slip out from connecta which never happen before".